Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent in a calcified lesion in the lad with 95% stenosis but the device could not pass the lesion. The lesion was pre-dilated. The physician used ptca to treat the patient. The device was inspected before use with no issues noted. No resistance was noted at the lesion. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the stent had segments stretched and misaligned from the 9th distal segment to the 1st distal segment. The stent was positioned slightly distal passed the distal marker band due to the stretching evident on the stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology). 95% stenosis and calcification. Deformation problem - stent. (B)(4).